Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of 494 mg/dl. It was noted that the customer was not feeling well and had the flu prior to the hospitalization. Customer was treated with IV drips at the hospital. Customer declined troubleshooting. No further information reported.